Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer had an ongoing issue with crpl3 c-reactive protein gen.3 and received questionable results for an unknown number of patient samples. The customer repeated the testing on another analyzer. Of the data provided, only the results for four patient samples were discrepant. (B)(6). Additional results were provided for each patient (mg/l). Clarification was requested for these results, but could not be provided. (B)(6). Information regarding if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 202453. The expiration date was requested but was not provided. Review of the provided calibration and precision data found they were acceptable and did not indicate any issues. An issue with sample quality could be excluded as no abnormal sample aspiration alarms were present. The field service representative cleaned the wash tubing which was blocked and removed and cleaned all ultrasonic mixers. The system was tested and was okay. Qc was performed and was okay. As no further events were reported after the service visit, contamination of the flow path was the root cause of the event.